Manufacturer narrative:
Qc and calibration were in range before the event. There were 5 sample quality related alarms for "sample clot detection" which is consistent with a pre-analytical handling problem. A field service engineer (fse) determined that the instrument was operational and no hardware issues were observed. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1's initial result was 52 ng/l, and the repeat result was 12 ng/l. Three new samples were requested, and the results were 13 ng/l. The initial result was questioned by the doctor and repeated. Patient 2's initial result was 27.3 ng/l, and the repeat result was 58.5 ng/l. The sample was repeated because of rules set by the customer.